Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, the pump was not delivering insulin as intended, and the touch screen would intermittently go blank. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to blood glucose.